Manufacturer narrative:
Manufactures investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had (B)(6) bacteremia beginning (B)(6) 2020. The patient¿s transthoracic echocardiogram revealed ejection fraction (ef) of 20 prevent and moderate aortic regurgitation, moderate tricuspid regurgitation, and compared to the prior study performed (B)(6) 2020 the echocardiogram findings were significant. Due to esophageal cancer surgery and colon conduit, transesophageal echocardiogram (tee) could not be performed. Due to gastrointestinal (gi) anatomy, no esophagogastroduodenoscopy (egd) performed. The patient was given 1 unit of packet red blood cell (prbc) and monitored. No additional information provided.